Event description:
I have suffered greatly due to the fraudulent testing scheme known as the two tier lyme disease testing, aka "dearborn". I was tested numerous times for lyme disease after my health started declining years ago using the two tier lyme tests currently in place. Tests came back negative even though I was bitten by a cluster of tiny ticks nearly 25 years ago. I was once again tested (B)(6) 2013. Tests came back positive. I'm currently so sick I am not responding to treatment. If I had been properly diagnosed earlier on with more rigorous testing I would not be on disability, nor would I have lost the healthy, vibrant life that I once had.